Event description:
It was reported that a spectrum pump had an unspecified issue. Baxter has made several attempts to obtain additional information without success. The customer did state that there was no patient injury and the device will not be returned to baxter at this time.

Manufacturer narrative:
(B)(4). The device was not returned for baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.